Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the attempted right ventricular (rv) lead prolapsed tightly several times at the high voltage coil. As the physician did not like the way the coil looked, the lead was withdrawn and a different lead was implanted. No patient complications have been reported as a result of this event.